Event description:
A complaint was received from customer that reported that their meter on occasion becomes un-functional or pt will receive erratic readings. An example was a 450 and then a 385 mg/dl. Pt also stated that some of the segments are missing. While on phone a review of the system was conducted. The customer stated that pt replaced the batteries approximately three months ago and for the last couple months pt noticed that on occasion some of the segments were missing. The customer denies ever exposing the system to any moisture. The customer did not medicate themselves based on system results. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.